Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting procedure the stent was damaged. The target lesion was located in a graft of the lad (left anterior descending). An ar2 guide catheter and filterwire were advanced to the lesion. Direct stenting was then attempted using this 4.0x20mm liberte bare metal stent. The stent delivery system was unable to reach the lesion. The physician was removing the stent delivery system, but it got caught on the guide catheter. Under fluoroscopy the stent had a "frayed" appearance so the physician then pulled the stent and the wire to the end of the sheath in order to snare the stent and remove everything. The physician was able to place a 4.0x16mm bare metal stent successfully with no harm to the patient. The patient was reported to be okay post procedure. Additional information has been requested, but has not been received.